Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single aspiration needle was broken during the check up and insertion in the scop the issue occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure that was completed with a similar device. There were no reports of patient harm.